Event description:
It was reported that during a breast biopsy using the probe they were only able to retrieve two tissue samples. The probe was changed; again, was only able to retrieve two additional samples. The probe locked up, was unable to be removed from the holster. The case was completed with the samples retrieved. There was no patient consequence reported.

Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.